Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. On (B)(6) 2023 nalu was notified by the following physician that the patient may have an infection at the implant site and oral antibiotics were prescribed. On (B)(6) 2023 the patient was seen in the office and the physician elected to explant the system at that time.